Manufacturer narrative:
This device is used for treatment, not diagnosis. Visual inspection confirmed the stripped t25 as well as severe indentations of the head and bone screw. The device history records were reviewed and no anomalies were detected. The potential misplacement of the screw in a potentially more cortical area may have resulted in higher insertion/extraction torque. In addition to that suboptimal placement of the drive may have contributed to the failure of the driving mechanism.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure at l1-l5, the screw was inserted into the left l3 pedicle. While trying to remove the screw for repositioning, the stardrive recess became stripped and the screwdriver would not hold in the recess. It was complicated to remove the screw. The screw was returned and the upper thread flanks of the screw are flattened, indicating that forceps were used to remove the screw.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.